Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one video was provided to our quality team for investigation. The video shows a 10ml luer-lock syringe with an unknown needle attached filled with an unknown fluid with the plunger being depressed and the fluid leaking out of the barrel about an inch from the roof of the barrel. The condition observed is non-conforming per product specification. Potential root cause for the barrel cracked defect is associated with the assembly process. As lot involved in this incident is invalid, corrective action determination and a device history record review could not be performed.

Event description:
It was reported that a small hole in the bd syringe luer-lok¿ tip caused leakage. The following information was provided by the initial reporter: "bd 309605 and noticed that lot: 202107070011 had a small hole in the sterile syringe which caused leakage."